Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of an implant of 26mm edwards sapien 3 transcatheter heart valve in pulmonic position by transfemoral approach. Fluoroscopic imaging showed heavy calcification of preexisting conduit. Balloon sizing was performed with mullin x 22x40 mm and 25x40 mm found waist size 21.5x17.5 mm then heart it was decided to implant thv 26 mm. A 26mm sapien 3 was implanted and with nominal volume in the pulmonary valve and commander balloon burst when dilated up to 20 ml. A post dilatation with balloon 25x40 mm was performed. Final outcome: no pvl, patient awake without other complication.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The delivery system was visually inspected, and the following was observed: edwards commander delivery system was received with loader cap. The delivery system returned in lock position. Fine adjustment 0% used with the flex indicator in the straight position. The balloon burst was confirmed. A longitudinal tear from shoulder to shoulder along the balloon inflation area. There was no missing balloon material. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing edwards internal technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description reports a 'heavy calcification of conduit.' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.